Event description:
It was reported that during a device change out procedure, the atrial lead exhibited noise causing inappropriate auto mode switch episodes. The noise was reproducible in clinic with isometrics. The patient was asymptomatic. The lead remained implanted and patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.